Event description:
It was reported that the user was initially unable to attach an adapter to the ilet during a supply change, despite rewinding the ilet and attempting to connect as instructed; upon trying a different adapter, the connection was successful. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical or hospital intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the issue could not be replicated with a replacement adapter and that proper technique restored function. It was concluded that the event was attributable to a suspected faulty adapter and that the device functioned as expected with an alternate adapter.